Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose value at time of incident was 301 mg/dl and current blood glucose was 250 mg/dl. Customer reported sweating, getting excessively tired as the symptoms of high blood glucose. Customer stated that she didn¿t call when the blood glucose was in the range of 200 mg/dl and only when she gets to above 300 mg/dl does she started to get concerned this last week it was 250mg/dl to 300mg/dl and this morning it was 350mg/dl. Customer treated for high blood glucose level with pump and injections. Customer reported they had contacted their healthcare professional regarding the high blood glucose level. Customer was assisted with troubleshooting and performed displacement test which passed. The insulin pump will not be returned for analysis.